Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was a burning smell from the back of the cusa clarity console (c7000) which was noted when the user prepared the unit for surgery. There was no patient injury and no delay in surgery.

Manufacturer narrative:
Correction: d4 serial number (B)(6). Cusa clarity console (c7000) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and the following anomaly that could be associated with the complaint incident was observed: functional test failure ¿ aspiration calibration was out of specification due to faulty pump which could possibly be related to the complaint incident. A complaint investigation (failure analysis) and determination of root cause is not possible. The complaint could not be verified as a product sample was not returned in order to verify the complaint. Based on the customer reported failure ¿smell something burn¿, there is insufficient information to determine a possible root cause. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed.

Manufacturer narrative:
Corrected field: h6 (medical device problem code 1). This MDR is being submitted for correction of an error which was submitted in the initial MDR. As a result, field h6 has been updated.